Event description:
The lens was returned for credit with info on the haptic was bent. No add'l info was provided.

Manufacturer narrative:
This form was completed by the manufacturer. Device component failure: (other)- lens haptic.